Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
On/off and shock buttons faulty. No patient involved.

Event description:
On/off and shock buttons faulty. No patient involved.

Manufacturer narrative:
The sam 300p passed ¿out qat from heartsine technologies on the 2nd november 2011. The multiple manual power ons of a random nature and mainly of ten minutes duration recorded in the device memory between the 22nd february 2018 and the 6th april 2018 along with the excess current drain measured during the investigation would indicate the device was switching itself on automatically. The current drain returned to a level comparable with a known good unit with a new membrane fitted, this would confirm a fault with the original membrane. Furthermore, the investigation was unable to replicate the reported fault of on/off and shock button faulty. However, this may have been intermittent in nature and a further symptom of a failing membrane. As this is a previous revision membrane, and the investigation was unable to measure or replicate the reported fault, no further investigation will be carried out. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.